Manufacturer narrative:
Log file analysis review date: 04/04/2016; log dates through (B)(6) 2016: normal power consumption. Additional notes: 13 low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 2.5 lpm. 655 high watt alarms have been logged since (B)(6) 2016. The current high watt alarm limit is set to 5.0 w. 1 vad disconnect alarm was logged on (B)(4) on (B)(6) 2016 at 13:43:58. A rise in power consumption was observed starting (B)(6) 2016 to a peak of >10 watts on (B)(6) 2016. Current parameters are within normal operating range. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and multiple high watt alarms for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was implanted with an lvad pump without complication on (B)(6).the patient had an increasing power and high power alarms while in the ICU. Patient was then heparinized and then got tpa (5+5 mg) due to thrombus, and it was stated that it was not successful. It was then decided to increase tpa treatment to (15mg IV bolus + 50mg infusion over 30 min. + 35 mg infusion over 60 min., and continued to heparin infusion. The log files were then analyzed and it was stated that the parameters returned to the normal operating range. Patient was stated to have had a cardiac tamponade and was taken back to the operating room. The patient is still being followed on ICU. It was reported that the patient was taken to the operating room on (B)(6) 2016 to remove pericardial fluids. It was further reported that the patient was in good condition an no further treatments have been done. It was also stated that the patient will be pending discharge between(B)(6) 2016. No additional information available.